Event description:
It was reported that an active unexpected motor stall was seen at initial interrogation. The stall, for which the cause had not been determined, occurred (B)(6) 2015 at 0347 and never recovered; the reporter stated that an emergency pump replacement took place on the date of the report. The device was returned. No patient symptoms were reported and the patient recovered without sequela. The pump was used to infuse morphine. No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found c300 for a pump motor gear train anomaly of corrosion, wear, and/or lubrication. There was a motor stall due to shaft bearing.

Manufacturer narrative:
Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.